Event description:
Consumer complaint of blood result reading of "hi". Customer normally reads in the lower 100mg/dl's in the mornings before a meal or medication. Last five blood results in memory: 231 mg/dl, 315 mg/dl, 284 mg/dl, 317 mg/dl, and "hi". No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user has high glucose value.

Event description:
Consumer complaint of blood result reading of "hi". Customer normally reads in the lower 100mg/dl's in the mornings before a meal or medication. Last 5 blood results in memory: 231mg/dl, 315mg/dl, 284mg/dl, 317mg/dl, and "hi". No adverse event reported.